Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons¿ desired length. The trigger has been fully advanced indicating a complete deployment. No ts or suture were returned. Dimensional assessment of the needle found it to meet print specifications. Reported complaint of non-deployment cannot be confirmed. Due to these observations no root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. Device returned for evaluation on 17 march, 2016. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the the tbutton is loose which caused iatrogenic injury to the patient's meniscus. There was a reported delay of more then 30 minutes due to the problem with the ultra fast fix. A backup device was used to complete the procedure.